Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report was confirmed in the lab for patient connector turning in the tubing (though fluid path leakage was not present). The cause was determined to be user error as excessive tightening force during usage. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that the connection between the patient connector and the catheter adapter were easy to loosen during use. There was no patient injury or medical intervention. No further information is available.